Event description:
It was reported that during a laparoscopic appendectomy procedure on the second firing, the device cut, but had no staple line. The surgeon noticed this due to excessive bleeding around the cut and staple line area. He removed the reload cartridge and did not see any staples in the patient nor drivers in the cartridge. He pulled the cartridge apart to confirm this. There was no x-ray taken of the patient and he cannot confirm that the staples did not fall into the patient. He converted to an open procedure and sutured the patient to complete the case. No measurable amount of bleeding was noted. Patient is stable.

Manufacturer narrative:
Information was not provided. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.